Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and calcified distal right coronary artery (rca). The 1.5x8mm apex balloon was advanced to the distal rca for predilation; however, the device was unable to completely cross the lesion and was inflated in the proximal portion of the rca. During the first inflation to 8atms, the balloon ruptured. The device was successfully removed from the pt and the procedure was completed with a 1.25mm non bsc balloon. No pt complications were reported with the pt's current condition listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4)